Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: unable to duplicate the complaint. Pump boots to the verify screen with audible and vibratory features. Pump completed 24hr duration testing with no alarms. Typical alarm observed in alarm history. The daily insulin delivery totals correctly reflect user's programmed basal rates. No delivery defects found during delivery accuracy testing; pump passed and was found to be delivering within required range and delivering accurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas and indicated the patient had spent the night in the emergency room due to needing the pump settings adjusted down as he was "getting too much insulin" and needed to "turn them down". The patient's blood sugar went to 64 mg/dl . Treatment included food and drink. There was no indication of pump malfunction. Customer support attributed the event to training/misuse. This complaint is being reported as the patient experienced hypoglycemia related to unspecified training/misuse issue.